Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4). Correction: the following was erroneously omitted from the initial medwatch: this device is distributed outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The facility representative contacted baxter (B)(4) to report an infusor in which the reservoir ruptured. The device was filled with saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.